Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump could not attach the cartridge connector, as the connector threads would not engage despite successful rewind and proper cartridge fit; multiple connectors and cartridges exhibited the same behavior on the affected pump while all supplies functioned as expected on a demo pump, and the device was shut down with education provided on return, data sync, and re-start procedures. Symptoms included no changes in blood glucose. Outcomes included no medical treatment, no hospitalization, and no impact on therapy since the user had not started on ilet. Investigation included customer service troubleshooting and education, verification of shipping information, and coordination of device replacement and return logistics. Investigation of the returned device revealed a suspected mechanical interface issue at the pump¿s cartridge-connector interface, consistent with a device component connection problem not reproducible with external supplies on a control unit.